Event description:
It was reported to philips that there was a remote alert regarding the failure of the geo biplane module, which can prevent geometry movements. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.